Event description:
Healthcare professional reported right side capsular contracture, baker grade ii. Healthcare professional later reported "possibility of rupture of implant." Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "possibility of rupture of implant".